Event description:
At 0530 on 9/4/97, nursing staff entered pt room, resident observed to be cyanotic, tube feeding material flowing from bilateral nares and mouth, nurse performed oral and nasal suctioning. No apical pulse, all vital signs ceased, physican notified, coroner notified, family notified. Enteral tube had displaced from pump, allowing tube peeding to free flow into pt. Nestle clinical currently has the pump and is testing for any malfunction. Awaiting test results and will forward to coroners office, FDA, and state hlth dept.